Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was sweating profusely on the night of (B)(6) 2022. Their spouse tried to wake them up but the patient was unresponsive. The cgm was reading 4.9 mmol/l and the blood glucose reading was 2.7 mmol/l. The patient´s spouse treated the patient with grape sugar. After 30 minutes, the spouse then provided the patient about 4-5 pieces of chocolate and the patient recovered. During that time, the blood glucose reading was about 4.1 mmol/l. At the time of the report, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.